Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that a small metal portion of the device came off during surgery and was retrieved. Opened another device to complete the case. There was no consequence to patient.